Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Pump has to reset time/date and received unexpected restart error alarm after changing battery due to a voltage leak on interface board. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and external ram crc error alarm noted. Pump received with corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had issues with the insulin pump. They received an unexpected restart alarm and motor error alarm. The motor error alarm occurred while they were performing a bolus. The customer was able to rewind the insulin pump. The customer¿s blood glucose during the incident was 8.4 mmol/l. It was noted that each time they insert a new battery they would get an unexpected restart alarm. The insulin pump will be returned for analysis.